Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
An infusion of ganciclovir was set to infuse at 25 ml/h, however the report suggests that approximately half of the bag had been infused within 2 minutes. No additional information available. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The customer¿s report of an over infusion was not confirmed. The pump module was subjected to volumetric accuracy testing and passed. An external and internal inspection of the pcu and pump modules did not identify any fluid ingress, damage or deficiencies. A performance verification procedure (pvp) was completed on the pcu and pump modules and all results were within specification. The pcu and pump modules were subjected to a continuous infusion for >48 hours which was completed failure free. This investigation has not confirmed the reported issue and the testing undertaken has confirmed the accuracy and functionality of the pcu and pump modules. No disposable samples were returned for investigation therefore it is not possible to comment on their condition or identify any issues which may have caused or contributed to the reported over infusion of medication. The root cause of the reported over infusion was not identified.